Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's daughter took the customer to the emergency room, and was subsequently the customer was hospitalized due to a blood glucose level that ranged from 522-523 mg/dl, high life threatening ketone levels, and vomiting. Customer delivered a correction bolus prior to being hospitalized in attempt to resolve the reported issue. Customer was treated with intravenous saline and insulin while in the hospital, and was released from the hospital the same day with no permanent damage. The cause of the reported issue was unknown. Tandem technical support performed a pump system check and determined the pump functioned as intended.